Event description:
Pt reported the cup that the med is poured into cracked while they were washing it and will not dispense their medication. indication: chronic obstructive pulmonary disease, unspecified. Product start date and expiration date unknown as cvs has not yet shipped nebulizer for the pt.